Event description:
Healthcare professional reported left capsular contracture as baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed.

Event description:
Patient reported left side "rupture with discomfort and change and scar tissue, the doctor thinks may have a capsular contracture baker grade unknown, but isn't sure". Healthcare professional reported left capsular contracture as baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported left side "rupture with discomfort and change and scar tissue, the doctor thinks may have a capsular contracture baker grade unknown, but isn't sure". Device remains implanted.